Manufacturer narrative:
A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the plant's investigation.

Event description:
A peritonitis dialysis (pd) pt reported that she had to visit the emergency room for dehydration and fatigue. She was treated with intravenous fluids. She had no further complications. No further info is available.